Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 due to elevated blood glucose levels. No further information was provided on the reported issue.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.